Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with back pain and progressive weakness. Blood cultures were taken and the patient was diagnosed with (B)(6). The organism was identified to be (B)(6). The patient was treated with intravenous antibiotics. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and not replaced per patient request. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.